Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for the right ventricular (rv) lead due to high thresholds. It was noted that the high thresholds have been chronic since 2020 and that the rise in threshold appears to have correlated with a rise in lead impedance per the lead trends. The rv lead remains in use. No patient complications have been reported as a result of this event.